Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for downstream occlusion and successfully passed. A review of the event history log revealed multiple occurrences of downstream occlusion messages however, evidence of downstream occlusion alarms in the log does not confirm or refute the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump failed the downstream occlusion test at 19.3 psi and 23.3 psi (pounds per square inch) during preventive maintenance testing. There was no patient involvement. No additional information is available.